Manufacturer narrative:
System reboot; monitoring for recurrence. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that the x-ray generator connection failed, and a reboot resolved the issue temporarily on a allura xper fd20/15. The clinical use of the system was in use. There was no reported patient or user harm.